Manufacturer narrative:
No further information is available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing due to possible noise was observed via remote transmission. The noise could be reproduced during isometrics. The patient was asymptomatic. Dft and x-ray will be considered. There were no patient consequences.

Event description:
New information received notes that ongoing and regular alerts for non-sustained rv oversensing were observed via remote transmission. Review of the electrograms (egms) revealed frequent lead noise. No inappropriate shocks had occurred. A fluoroscopy was performed, and no conductor cable externalization was seen. The lead was capped and replaced on (B)(6) 2019. The patient was stable.